Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: event details: as per customer "item is not working, trying to draw blood, blood not going through the line, when removed from the part bloods are coming out." (B)(6). 1. Could you please confirm if the statement 'bloods are coming out' refers to leakage from the device? The customer said when the nurse put the needle in the blood would not flow through the line and when they removed the needle from the arm blood was dripping like it was stuck but wouldn't flow through the line. 2. If there is a leakage, could you specify where the leakage is coming from? When they pull out the needle. Was there an injury: no. Was there a death: no.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. The device history records could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.